Event description:
Discordant advia centaur (B)(6) results were obtained on a patient sample. The result was reported to the physician. The sample was retested and a corrected report was issued. There was no patient intervention or report of adverse health consequences due to the discrepant (B)(6) result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B)(6) results was due to the misaligned gasket of the wash manifold which was leaking. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.